Event description:
Information was received from a patient receiving fentanyl (unknown dose and concentration) via implanted infusion pump indicated for spinal pain indications. It was reported that the pt mentioned during the call that 6 months after the pump was implanted, the pump flipped over so they had to go back through surgery to have the pump turned back over. When asked for the drug in the pump, pt stated that it was fentanyl and a muscle relaxer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.